Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl and 243 mg/dl. Customer also stated that insulin pump had multiple insulin pump error and insulin pump reset itself. Customer reported that they were able to clear the alarm. Customer able to complete rewind. Customer performed displacement test and it was passed. The customer was advised that the insulin pump needed to be replaced. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test. No unexpected a44 and e15 alarm anomalies noted. (B)(4).